Event description:
The customer reported two (2) false positive results on the ID now covid-19 assay. This report addresses event two (2) of event two (2). Pcr confirmation testing was performed on (B)(6) 2021 and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Reference report number: 1221359-2021-01775. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m153793 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m153793, test base part number 190-430 / lot m153793 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m153793 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.